Event description:
This unsolicited device case from (B)(6) was received on 06-aug-2015 from an orthopaedic surgeon. This case concerns a (B)(6) female patient who received treatment with synvisc one and later developed synovitis, cannot bear weight on knee, hampering mobility, knee was aspirated with 15-20 ml of straw color fluid and meniscal tear. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once (dose, batch/lot number and expiration: not provided) into unspecified location for osteoarthritis (early oa of knee). It was reported that the synvisc one was administered in the rooms. On an unknown date in (B)(6) 2015, the patient developed synovitis. On (B)(6) 2015, (2 days after receiving treatment with synvisc one), the patient complained of severe pain and swelling of the knee which had also hampered her mobility, forcing her to walk with a walking stick which she didn't need before. The patient could not bear weight on the knee. Inflammatory reaction was diagnosed and on an unknown date in (B)(6) 2015, patient's knee was aspirated with 15-20ml of straw colour fluid, non-offensive smell and sent to the lab. Blood sample was taken. Temperature was normal. Bloods came back normal. There were no raised white blood cells (wbc). Aspirate was normal. There was no sign of infection. The patient was put onto etoricoxib (arcoxia) and stilpain. Now 3 weeks later, the patient's knee was still very painful, with some relief from nonsteroidal anti-inflammatory drugs (nsaid) and analgesia. It was reported that the swelling had subsided.the patient still could not bear weight on the knee and was still walking with a walking stick. On an unknown date, the patient had meniscal tear for which the patient was scheduled for a diagnostic arthroscopy next week. The doctor was querying a meniscal tear to be giving the patient so much pain but also wondered if it was the synvisc. Outcome: not recovered/ not resolved for cannot bear weight on knee; unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: persistent or significant disability or incapacity for synovitis additional information was received on 20-aug-2015. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from an orthopaedic surgeon. This case concerns a (B)(6) female patient who received treatment with synvisc one and later developed synovitis, cannot bear weight on knee, hampering mobility, knee was aspirated with 15-20 ml of straw color fluid and meniscal tear. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once( dose, batch/lot number and expiration: not provided) into unspecified location for osteoarthritis (early oa of knee). It was reported that the synvisc one was administered in the rooms. On an unknown date in (B)(6) 2015, the patient developed synovitis. On (B)(6) 2015, (2 days after receiving treatment with synvisc one), the patient complained of severe pain and swelling of the knee which had also hampered her mobility, forcing her to walk with a walking stick which she didn't need before. The patient could not bear weight on the knee. Inflammatory reaction was diagnosed and on an unknown date in (B)(6) 2015, patient's knee was aspirated with 15-20 ml of straw colour fluid, non-offensive smell and sent to the lab. Blood sample was taken. Temperature was normal. Bloods came back normal. There were no raised white blood cells (wbc). Aspirate was normal. There was no sign of infection. The patient was put onto etoricoxib (arcoxia) and stilpain. Now 3 weeks later, the patient's knee was still very painful, with some relief from nonsteroidal anti-inflammatory drugs (nsaid) and analgesia. It was reported that the swelling had subsided. The patient still could not bear weight on the knee and was still walking with a walking stick. On an unknown date, the patient had meniscal tear for which the patient was scheduled for a diagnostic arthroscopy next week. The doctor was querying a meniscal tear to be giving the patient so much pain but also wondered if it was the synvisc. Outcome: not recovered/ not resolved for cannot bear weight on knee; unknown for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: persistent or significant disability or incapacity for synovitis.